Manufacturer narrative:
The patient provided a photo of the alleged explanted device. The photo shows two sections of explanted material. The first section is flat in shape and visibly mesh material with tissue ingrowth and sutures affixed to the mesh. The second section of the explant is a mass of what appears to be tissue which may contain additional mesh material, however the image does not allow for confirmation of this section of tissue containing mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient states that he was told by the explanting surgeon that the mesh used to initially repair his hernia was too large for the defect. Based on the events as reported and the image provided for review, a definitive root cause could not be determined. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol via maude event report (mw5064685): alleged "I had a left inguinal hernia repair with mesh. I began having pain immediately after the surgery which progressed over almost two years until I had it removed on (B)(6) 2016. I am still recovering from surgery and I do not know at this time if I will fully regain my life as I had prior to the mesh being placed in my body. I had reached a point where basically could get out of and sit in a chair. Standing and walking became so painful. I hardly could do either. I saw several doctor after I referral from my primary care physician, but they could only offer pain management which worked very little. These doctors all told me that the mesh is never removed and I basically had to live with the pain and accept that I have no life anymore. I finally found a doctor out of state to remove the mesh. I had to pay for the surgery myself, but when one is in such pain you decide to pay out of pocket rather than continue suffering. The type of mesh I had was perfix mesh by bard davol. I do not have the mesh, but I do have a picture of the mesh after it was removed." Additional information provided during follow up with patient: the patient reports that he began to experience pain (worse than normal) by the first postop visit and did notify the surgeon of this. No treatment was provided at that time. The patient was evaluated by multiple md's over the next two years, and was able to rule out a recurrence and hip injury. The patient underwent nerve blocks that only provided temporary relief. The patient was treated with prescription pain medication which he took four times a day to gain some relief; however, the pain was still present. On (B)(6) 2016 the patient underwent explant of the mesh. And reports that the surgeon said the nerves were wrapped around the mesh and the mesh was too large of a piece for the initial defect. Following explant the patient states his pain has decreased (6 weeks postop) and he is only taking the prescription pain medication two times a day with a pain level of 2-3 rather than a 9-10 prior to the explant.